Event description:
Patient complained of pain in the thigh. X-ray of hip did not indicate a problem. One week later patient returned to the clinic and x-ray revealed the stem had fractured. Patient said they felt pain while doing leg presses for total knee rehab. Date of implant is unknown.